Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited shocking lead impedance measurments of 120 ohms. All other measurements are stable and there is no evidence of noise in the stored electrograms.